Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the fiber was broken during insertion at about 4 to 5 cm from the fiber tip. There was no damaged observed to fiber prior to use and there was no resistance encountered when inserting the fiber. The procedure was successfully completed with a second fiber with no patient injury.

Manufacturer narrative:
Date of event is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination of the device showed that the glass cap was detached/separated distal to the red octagon mark. The fiber was functionally tested with the helium-neon (hene) laser fixture. The tested conducted showed no signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition. Based on analysis result a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the fiber was broken during insertion at about 4 to 5 cm from the fiber tip. There was no damaged observed to fiber prior to use and there was no resistance encountered when inserting the fiber. The procedure was successfully completed with a second fiber with no patient injury.